Event description:
It was reported that when using the bd pyxis¿ medstation¿ es biometric identification scanner was not functioning, and as a result, the station prompted users to log in using a password. The customer reported that the machine had already been rebooted, but the issue persisted after the reboot. However, there were no delay to patient care and adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-aug-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the biometric identification (bio ID) scanner was not functioning. A field service engineer (fse) found the biometric identification (bio ID) device stuck with a solid blue light upon arrival. The station was powered down, all bio ID cables were inspected, and the station was rebooted. The system functioned as intended after field service engineer repaired the device.